Event description:
A ventilator was returned to a third party service center for service. There was no harm or injury reported. During the evaluation of the device at the third party service center, a proximal flow sensor has drifted too much error code was found in the device's error log. The sensor board and front panel pca kit were replaced to address the issue.